Event description:
The lay user/pt contacted lfs in 2009 alleging that the meter was in the set up mode and the pt was unable to test their blood glucose. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact mss to obtain further clinical info: the pt mentioned that yesterday at around 2:00 pm, the pt attempted to test and was unable to obtain a reading due to being in the set up mode. The pt then decreased their dosage of glucose medication. Approximately 2 hrs later, the pt developed symptoms of feeling lightheaded and was sweating. The pt did not seek any further medical attention or contact their physician for assistance. The technique of applying blood on the test strip was correct. Issue was resolved via troubleshooting. Customer care advocate (cca) sent replacement products to the pt. No further clinical info was provided. It would have been helpful to know what the pt's blood glucose readings were prior to the event and how long the symptoms lasted. The complaint is being reported since the pt alleged that since they were unable to obtain a blood glucose reading on the meter, they developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.